Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within about two weeks of implant, the right ventricular (rv) lead had dislodged from the septum as confirmed by x-ray. High thresholds and oversensing were noted. The lead was repositioned to the apex and remains in use. No patient complications have been reported as a result of this event.